Event description:
(B)(4). Same case as: 2134265-2010-04301. It was reported that post a carotid stenting treatment procedure, the patient experienced hypotension. During the index procedure, access was obtained via the right branch artery. Predilation was performed with a balloon catheter. The lesion was treated with placement of the filterwire ez and a carotid wallstent. Post dilation was not performed. Residual stenosis was 15% post index procedure, the patient experienced hypotension. The patient was treated with medication and the event was considered resolved. The patient was discharged 6 days later.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
(B)(4). Same case as: 2134265-2010-04301 it was reported that post a carotid stenting treatment procedure, the patient experienced hypotension. During the index procedure, access was obtained via the right brachial artery. Predilation was performed with a balloon catheter. The lesion was treated with placement of the filterwire ez and a carotid wallstent. Post dilation was not performed. Residual stenosis was 15%. Post index procedure, the patient experienced hypotension. The patient was treated with medication and the event was considered resolved. The patient was discharged 6 days later.

Manufacturer narrative:
(B)(4).